Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted. The filler was injected into the patient and is not accessible for return. The syringe was discarded.

Event description:
Health professional reported the patient experienced ¿9 large, swollen tender lumps¿ and "pain" in the lips. No treatment has been provided. The symptoms are ongoing.